Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic on the jaws started to splinter off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic on the jaws started to splinter off. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissue were observed on the tool handle and on the tool jaws. Microscopic inspection showed a portion of the silicone insulation near the tip of the cold jaw was peeled away and detached, exposing the metal part underneath. No detached pieces of the cold boot were returned to the factory. It was also observed that the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone insulation on the hot jaw remained intact. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿peeled jaw" was confirmed. The analyzed failure "material twisted/bent" was also confirmed.